Event description:
In early 2008, it was reported to boston scientific corporation, that a procedure using the prolieve thermodilatation kit to treat benign prostatic hyperplasia (bph) occurred. According to the complainant, during the procedure, they were unable to place the catheter due to buckling of the catheter. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number reported is for the prolieve thermodilatation kit; therefore, the manufacture and expiration dates are unknown. The device history record (DHR) on the reported lot number of the catheter, which is part of the kit, was reviewed; no anomalies noted. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.